Event description:
Cook introducer set was used to gain access to patient. Procedure: left lower extremity cutting balloon angioplasty and stent angiogram and interpretation. The surgeon noticed, while on fluoro, that the wire had broken and the surgeon was able to remove the wire. They verified under fluoro that all the pieces were removed. No harm to patient.